Manufacturer narrative:
At this time it is unknown if there was a product malfunction or which product was used at the time of the event. No product has been returned for evaluation, therefore root cause cannot be identified. Patient has alleged a permanent injury.

Event description:
A report was received indicating that following surgery the patient exhibited paraplegia secondary to a hematoma that impinged on the spinal cord. Allegation was made that the neuromonitoring device contributed to the injury. Additionally, information was also received in which there was alleged failure to perform instrumented fusion and to provide adequate hemostasis; a dural tear was also reportedly sustained, as well as failure to operate on correct anatomy.